Manufacturer narrative:
Concomitant medical products. Patient medications: tahor, kardegic, doliprane, avodart, zyloric, euphanthol, coversyl, sectral. (B)(4).

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm using gore&#59397;excluder aaa endoprostheses featuring c3&#59396;delivery system. On (B)(6) 2013 a new type ii endoleak was discovered via angiography that is fed by the inferior mesenteric artery. The aneurysm sac diameter appeared to be 52 mm. Follow up angiography measurements were as follows: on (B)(6) 2014: 53 mm, (B)(6) 2014: 58 mm on (B)(6) 2014 the type ii endoleak was successfully solved via embolization of the inferior mesenteric artery. The patient did well following the procedure.